Manufacturer narrative:
Additional components potentially involved in the event include: Common Device Name: Octrode Lead Kit, 60cm Length, Model: 3186, UDI: (b)(4), Serial: (b)(6) Batch: A000047640.The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a lead revision procedure on (b)(6)2026 \[Related Manufacturer Reference Number: 3006705815-2026-02822 and 3006705815-2026-02877]", one of the leads fragmented and a portion of the lead remains implanted, and the other lead was replaced. It is unknown which lead fragmented. As a result, surgical intervention may be undertaken to address the issue.